Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient (pt) reported eri message during recharge since about 2 months ago pt stated it has also been impossible to find placement to charge. It will take forever stating the charging difficulties have been happening since (B)(6) 2020. Patient stated he has a pump refill on thursday @ dr (B)(6) office (B)(6) @ 11am - request for field rep to be there. Patient services asked about ins placement and pt stated his ins is deep seated in the pocket and tilted. Suggested that the pt connect with the hcp to check the ins.